Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The patient contacted animas to report elevated blood glucose (bg) readings. The patient reported that on the afternoon of (B)(6) 2011 she went to the ER. The patient claimed that at 3:00pm she had a bg of 573 mg/dl and had tested positive for moderate ketones. The patient stated she was placed on an IV drip with insulin and released later that evening. Prior to the ER visit, the patient reported that on the morning of (B)(6) 2011 she awoke with a bg of 548 mg/dl. The patient bolused 4.95 units at 6:16am and 9 units at 7:36am in response to the high bg. At 9:30am,the patient claimed she bolused an additional 10 units via syringe; however, her bg continued to rise to 571 mg/dl. The patient stated she took 2 additional boluses (via pump and syringe) and when her bg was 573 mg/dl at 3:00pm, she decided to go to the ER. At the time of troubleshooting, the patient confirmed the pump's settings, including date and time were correct. There were no associated alarms in pump's history. The patient claimed basal rates were programmed correctly and all basal and boluses delivered as programmed. The patient reported there was no leakage of insulin at site and that the cannulas used were not bent. The patient confirmed there was swelling and redness at previous sites, but not current site. At the time of the call, the patient claimed there was air in tubing and in cannula. When she pulled cartridge from pump, the patient also reported that there was a large air bubble in the cartridge. The patient confirmed she changed entire site/tubing and cartridge on the morning of (B)(6) 2011. The patient reported that she does not prime tubing manually and skips the "fill cannula" step because she sees insulin coming from tubing when she primes. The patient also reported that she uses refrigerated insulin. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while the reported device was in use.